Event description:
From staff: the patient was in for rfa ablation of barretts esophagus. 90 rfa ablation focal catheter reading e7 communication error. Rep for equipment present and troubleshooting malfunction. Rep advised we open another rfa catheter, and we got the same error. Rep looked over the cord to the halo machine and thought it was fine. Rep suggested we open a rfa catheter with a different lot number and it worked without error. Manufacturer response for covidien ablation device, (brand not provided) (per site reporter). Unknown - rep was in the operating room at the time of the event. Have rep information to provide.